Manufacturer narrative:
Review of DHR for lot 17148114 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery junction, severe resistance was felt with the orbit galaxy coil (640cf0615 / 17148114) through the excelsior sl-10 microcatheter (details unknown). Then the physician attempted to recover the coil, but the embolic coil was accidentally detached with the dcs syringe ii (635-002 / 96331227) during the recovery. Thus, the coil was withdrawn together with the mc. An ed coil (details unknown) was used instead to continue the procedure, and it was completed without further issues. Due to the event, the procedure was delayed for 30 minutes. However, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. The complaint products have already been disposed. No further information is available.

Manufacturer narrative:
Concomitant products: dcs syringe ii (635-002 / 96331227). Excelsior sl-10 microcatheter (details unknown). The product will not be returned. Additional information will be provided within 30 days. Conclusions will be made on the follow up report.